Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
The hospital biomed reported that during an arrest, they needed to use the mrx but it would not deliver a shock. An error code came up saying 'shock equipment malfunction' then 'device error service required'. At this stage, the users put it to one side and used another defib. No adverse patient impact was reported.

Manufacturer narrative:
The customer has elected to remove the device from use.